Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the threads on the retaining rod are damaged. The device shows significant signs of wear/usage. The device was manufactured in 2012. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that inner capture threads were broken during an intertan removal. The lag screw was hard to remove and during the removal the threads of the capture bent. In order to remove the capture the tip was broken off so the driver could be used.